Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump stoppages at home. The patient was dizzy and lightheaded due the pump stoppages. The patient was admitted to the intensive care unit and started on inotropes. No further pump stoppages occured when the pump was connected to batteries. The x-rays showed a portion of the percutaneous lead (driveline) internal to the body that had damage to the shield. The external portion of the driveline was unremarkable. It was reported on (B)(6) 2018 that the plan was to list the patient as a 1a on the heart transplant list and provide an ungrounded patient cable for use with a/c power. No further information was provided.